Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that after customer dropped/damaged the freestyle libre 2 reader, it would not power on with either button press or test strip insertion. As customer could not monitor glucose, he became unresponsive and lost consciousness. The customer was treated with oral glucose for diagnosis of hypoglycemia by a healthcare professional. There was no report of death or permanent injury associated with this event.